Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 additional information was received from a patient representative. The patient rep called requesting additional assistance using the patient programmer stating that the patient was still having incontinence and wanted to adjust settings. Reviewed the steps to increase amplitude and recommended consulting with their managing physician if not resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient representative reported that the patient got the implant for fecal incontinence but the patient was still having the symptoms where the device wasn't helping them as much as it needed to (caller said the patient didn't feel their poop coming). The patient representative said it took the patient like 4 hours to wake up from the sedation from the implant surgery so they were kind of out of it at the time so they couldn't adjust the settings at that time. The patient representative said the patient never had a follow up appointment with healthcare provider because patient got a fever on (B)(6) and went into the emergency room and was in the hospital for 8 days. The patient had been home but they had been weak so the patient couldn't go to the follow up. The patient has another appointment with their healthcare provider on (B)(6). During the ca ll the patient representative was able to connect with patient's implant and increase stimulation to a comfortable level. The patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.